Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop & sui. It was reported that the patient underwent mesh removal/revision on (B)(6) 2008.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and lyx were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2009 by dr. (B)(6).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.